Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified multiple hardware malfunctions. The fse observed the ise module had leaked and multiple parts were damaged with leak and replaced. However, it did not resolve the issue. After multiple interventions performed, the fse rebuilt the ise module to resolve the issue. Teh fse replaced the following parts as part ise rebuilt: mid standard bottle tube assembly, all ise tubing, ise sample transfer unit, ise data board, ise block, roller tube, ise mix motor, valve assembly 3 (mu7647), ise mixing unit (c27243) and pcba pulse motor control which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously low sodium patient results with low anion gaps on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.